Event description:
It was reported that the device was running on its own during a procedure. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for eval. The investigation is ongoing. A follow up report will be filed when the investigation is complete, if the investigation details require.